Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 32mg/dl which was treated by eating carbs and protein. Customer stated that they accidentally pressed wrong button and hit another button and unsure if stopped bolus. Insulin pump will not be returned for analysis.